Manufacturer narrative:
(B) (4). (B) (4).

Event description:
According to the reporter, several clips scissored during the procedure, and the clips failed to load, with the jaws empty upon firing. There was tissue damage and blood loss reported. There was 250cc's of blood loss reported. The staff applied another device to correct the problem.